Event description:
It was reported the patient was not feeling well after the last refill in february. No specific symptoms known except "sick". The patient thought she was withdrawing. Per the physician the patient stated they had been feeling like this for weeks and she was not withdrawing. The patient had been having clear fluid accumulations in her pump pocket since implant that was leaking through the incision. The patient experienced drainage/incisional wound opening at the device pocket. A dye study was planned but dye would not be used as the patient was allergic to it. Catheter aspiration was performed on 3/18/15 with normal results. The cerebrospinal fluid (csf) was sent for testing and the tests came back normal showing medication and csf. The physician decided to do a pocket revision as he was concerned about the pocket site. The pump segment of the catheter was revised on (B)(6) 2015 and a new piece was added. A priming bolus was done as catheter was aspirated. There was no concentration or dose change at the time of replacement. The patient had no injury and was doing well. The pump was delivering dilaudid

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).